Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The initial MDR with manufacturing report number, was submitted on 28-aug-2025. Upon completion of the investigation, the manufacturing date was updated as 27-mar-2023. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6000475, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6000475 was manufactured according to the work instruction (wi) version 74 and packaging in the multivac m12 on 27-mar-2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: assembly of the lot 3c04351 was manufactured according to the (wi) version 26 and assembled in the quickset line, on 25-mar-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3c04335 was manufactured according to the (wi) version 38 and manufactured in the line l4, on 23-mar-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3c04331 was manufactured according to the (wi) version 38 and manufactured in the line l4, on 25-mar-2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced infusion set insulin flow blocked alarm leading to raise in the blood glucose level on (B)(6) 2025. The blood glucose level was high and the patient was treated with insulin pen. No further information available.